Event description:
It was reported that during the device explant procedure both the right atrial (ra) and the right ventricular (rv) leads were stuck in the header. The caller tried removing the set screw and grommet. The leads were removed and reused with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).